Event description:
On (B)(6) 2015, the reporter contacted animas alleging the low cartridge warning did not alert when appropriate. During troubleshooting with animas customer technical service, the pump¿s history indicated low cartridge warnings. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2015-product analysis:the device was returned and evaluated by product analysis on 04/03/2015 with the following findings:the complaint could not be duplicated or confirmed or with investigation. Review of the pump¿s black box revealed no related issues or alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump appropriately alarms for a low cartridge warning below 10 units. Acknowledging the alarm continued pump delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.